Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address elevated bg level and reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Correction to report investigation findings.